Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sample-dilution probe (dpp) probe, dilution aspiration pump (dip) and solenoid valve. The issue was resolved after the parts were replaced. The cause of the discordant, falsely depressed blood urea nitrogen and glucose results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed blood urea nitrogen and glucose results were obtained on a patient sample on an advia 1800 instrument. The initial result was not released to the physician(s). The customer repeated the same sample on an alternate advia 1800 instrument, resulting higher. The customer sent the alternate instrument's results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed blood urea nitrogen and glucose results.